Event description:
It was reported by service report that the brakes were not holding to full potential due to brakes needed adjustment. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Break adjustments.